Manufacturer narrative:
The technician found that the siderail latch covers were bent. Removed and straightened all siderail latch covers to correct the problem. The bed is located at the service centre.

Event description:
The technician alleges that the siderails are not latching. There are no alleged injuries reported in regards to this problem.